Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of failure to capture is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the right ventricular (rv) threshold had gradually increased since (B)(6) 2023, from 1.4 v to 2.5 v. The pacemaker was currently programmed to trend 2.5 v (the most recent threshold measurement was 2.2 v). The physician was informed. The rv lead remains in service and no adverse patient effects were reported. Additional information received indicated that the pacemaker recently alerted due to the rv threshold being greater than the programmed amplitude. Review of the rv automatic threshold electrogram demonstrated intermittent loss of capture at 2.8 v. The ventricular output was programmed to trend 2.5 v. The patient had an in-clinic follow-up appointment tentatively scheduled for (B)(6) 2026. No adverse patient effects were reported.